Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Review of the device image showed the device had charged the high voltage (hv) capacitors to max output an equivalent of 186 times and no source of high current was observed. Due to the high number of charges, the device was expected to exhibit behavior typically seen at end of life (eol). Bench testing was performed, which included sensing and pacing, and the device showed normal function.